Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported that the footboard fell off the table, while pt was on it and the pt was (B)(6). The pt sustained minor bruises when she fell off. Further info received indicates that the pt was checked by the hospital and given a clean bill of health.